Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no vacuum during the cataract lens removal phase of a right eye cataract extraction and intraocular lens implantation with posterior vitrectomy for retina detachment repair. The phacoemulsification hand piece was changed but there was still no vacuum. The issue was resolved by replacing the cassette pack with a new cassette pack. There was no harm caused to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record (DHR) showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, the fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The sample passed functional and performance tests. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).